Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID#2134265-2016-00114. It was reported that the patient died. A rotational atherectomy procedure was performed; however, the patient "immediately became quite sick", never regained consciousness and died the next day.